Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported infection, subdural hematoma and subsequent death could not conclusively be established through this evaluation. Stroke, bleeding, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 7 months, 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted with bacteriemia, was improving, however became lethargic and unresponsive. A CT scan was performed and patient was found to have subdural hematoma. Patient had a supratherapeutic (3.3) inr 3 days prior to the event. It was reported that patient expired on (B)(6) 2017 due to subarachnoid hemorrhage. It was stated that death was not thought to be device related. No further information was provided.